Manufacturer narrative:
(B)(4). Concomitant medical devices - concomitant devices - zimmer unicompartmental knee high flex precoat femoral component size e catalog #: 00584201501 lot #: 64392094, zimmer unicompartmental knee precoat tibial component size 4 catalog #: 00584200401 lot #: 64101337. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2020-03527, 0001822565-2020-03528. This report was previously submitted erroneously on jun 29, 2020 under manufacturing report number 0001825034-2020-02539. Investigation incomplete.

Event description:
It is reported that the patient is alleging poor alignment between the tibial and femoral prostheses approximately six (6) weeks following a left medial partial knee arthroplasty. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.